Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 407645 lead, date of implant: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.